Event description:
Davinci robot experienced "jerking arm" movements during surgical case. Surgeons were able to completed the case. Vendor service ticket was placed, technician came onsite. Technician found that the red button on button of mobile unit was not activated prior to disconnecting from vision cart. This caused the mobile unit to enter a "continuous search loop" for the vision cart. To resolve, the system was rebooted with button pressed appropriately. Hospital staff comment that this disconnect process is not user friendly and impact on robotic system significant if performed incorrectly. Manufacturer response for davinci robot, (brand not provided) (per site reporter). Vendor responded onsite for inspection and repair within 24 hours.